Event description:
The customer was having a hard time getting the return electrode to stick to the pt because pt "greased" herself up. They washed the area with alcohol and applied another electrode. Near the end of the procedure the rem alarm sounded. When the pad was taken off from the pt it was noted that the pad was folded over on itself and only a small portion was remaining on the pt. The pt suffered a small burn that required debriding.